Event description:
The customer reported the ventilator alarmed and restarted while in use on a patient. The customer reported there was no patient harm. The manufacturer's service technician was able to duplicate the customer reported event. Review of the ventilator log history noted a diagnostic code that indicated a +24/+-12 volt failure occurrence. The service technician replaced the power supply to address the reported problem. Extended self testing and applicable final testing was completed and passed per operating specifications.